Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with vancomycin was discontinued and that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent fluid coincident with peritoneal dialysis (pd) therapy. On the same day, the patient began treatment with intra-peritoneal (ip) cefazolin and ceftazidime (1 gram per day) for peritonitis. The patient improved significantly 24 hours after the initiation of antibiotics. The event did not require pd suspension nor patient's hospitalization. The cause of peritonitis was unknown. Eight days after the onset, the patient began treatment with vancomycin (1.5 gram for every 5 days, ip) for peritonitis. The antibiotics were kept for a 21 day cycle. At the time of this report, the patient was recovering from the peritonitis event. Extraneal, nutrineal and physioneal therapies were ongoing. No additional information is available.